Event description:
The rep confirmed that the obstipation was resolved by normal medication.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported the day after the patient had the implantable neurostimulator (ins) implanted, at 10am she was programmed. At 1pm, the patient called the rep and reported that she had some attack. The patient stimulated herself for one hour during sleeping and then switched off the ins. When the patient woke up, she started to feel a strong burning at the place of the ins. Then the patient was checked by a clinician programmer, impedances and everything was okay. From that time the patient feels this burning for 5-7 minutes from time to time every hour. The patient was still in the hospital. There was no injury or death. The rep later reported that the patient was still in the hospital eight days after implant. The doctor tried to palpate or ¿wrinkle¿ the place of the ins to ¿release nerves,¿ the burning sensation stopped during the weekend (after 7 days from the implantation). The cause of burning sensation was not determined. The coverage of the pain by the stimulation was good. The stimulation was effective, although the patient had an obstipation at the time of leaving the hospital. Additional information has been requested to find out if any intervention was needed for the obstipation and if it resolved. If additional information is received, a follow up report will be sent.